Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device balloon physically broke, it did not inflate. A lack of quality was noted in the trocar balloon, either the balloon does not swell or it bursts. No patient injury reported, but will follow up.